Event description:
Per a journal article published in september of 2012, nine patients underwent various procedures to treat skin complications. This included steroid injections, tissue debridement, laser resurfacing, skin grafting, and other unspecified surgical interventions. Identities of patients and additional information has been requested, but could not be obtained as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.